Event description:
It was reported by dealer that the (B)(4) concentrator shuts down immediately after being turned on. He has tested unit before running two hours and it worked fine, patient did not use for months and now unit will not stay on. Unit has 10 hours on it.